Event description:
It was reported that a user experienced intermittent communication between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, characterized by signal loss without alerts or alarms; troubleshooting steps included verifying alerts, toggling sensors, and re-entering the pairing code. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure associated with the electrical and magnetic subsystem, specifically implicating the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.